Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthesis-patient mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through normally functioning prosthetic valves. This review updates the present knowledge about the impact of ppm on clinical outcomes. Ppm is common (20¿70% of aortic valve replacements) and has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Moreover, as opposed to most other risk factors, ppm can largely be prevented by using a prospective strategy at the time of operation. Based on the information received, patient's clinical condition and operational context during the time of initial aortic valve replacement with the subject device cause/contributed to this event. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve, implanted for one (1) year and five (5) months, was explanted due to severe aortic stenosis secondary to patient prosthetic mismatch. This case involved a (B)(6) year old female with a medical history of htn, asthma, obesity, type 2 diabetes mellitus, chronic heart failure, paroxysmal atrial fibrillation. She initially underwent avr; however, never fully recovered from the surgery and was readmitted due to heart failure. She had an exhausted workup and it was concluded that she has patient prosthesis mismatch. She had a small aortic root and had a small 21mm valve placed. She underwent redo avr with a 23mm 3300tfx valve and aortic root enlargement with dacron patch. Intraoperatively, the aortotomy was completed and the valve inspected. There were 2 normal looking leaflets and one leaflet appeared as it was damaged during the prior surgery as it was not completely normal in appearance. The valve was excised. The aortic root and annulus were sized. The 21mm cylinder of the sizer was not able to go through the aortic annulus. The annulus sized to a 19mm valve. Therefore the 21mm valve (the subject device) was placed at the prior operation which was oversized. The annulus was debrided back somewhat. Of note, intraoperatively at the start of the procedure prior to cannulation and placement on cpb, there was a tear in the ascending aorta. She was emergently placed on cpb and her aorta clamped. She received 2 units of blood products. Her hemodynamics stabilized and her surgery was completed without any other complications. Postoperatively, she was taken to the surgical intensive care unit and was placed on mechanical ventilation. In the intensive care unit, she required short-term of epinephrine and vasopressin support. Afterwards, she remained hemodynamically stable. She was discharged on pod#6.